Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. At this time, this device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion behavior. At this time, this device remains implanted and in service. No adverse patient effects were reported. Additional information: a request was made to have data from this device analyzed by a boston scientific technical services (ts) consultant. Data analysis revealed that the device appears to be depleting normally.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.